Event description:
Info received indicates the siderail will not stay latched.

Manufacturer narrative:
The technician found metal burrs on the latch due to repeated attempts to make the siderail latch. He replaced latch to repair the bed.